Event description:
The facility reported that in the middle of a planned vitrectomy procedure, the constellation cassette tubing clogged. The surgical staff attempted to clear the clog and could not, so they replaced the cassette, as a result, there was about a 30 minute delay in the procedure. At the one day post-op exam, the patient presented with a choroidal injury. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 10/23/2009.